Event description:
Healthcare professional reported rupture was on the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details is not available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. The status of the device is unknown.

Event description:
Patient reported right side rupture, shape change, "breast implants are dissolved and absorbed into the surrounding tissues causing deformation", "mass formed that is thought to be caused by absorption of substances into the lymph nodes and surrounding tissues of the armpit. Believed to require removal and biopsy", "right side of girdle is suspected of being impregnated with lymphatic girders and local debris, which may require a thorough examination and removal". The device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy and silicone migration.

Event description:
Patient reported right side rupture, shape change, "breast implants are dissolved and absorbed into the surrounding tissues causing deformation", "mass formed that is thought to be caused by absorption of substances into the lymph nodes and surrounding tissues of the armpit... Believed to require removal and biopsy", "right side of girdle is suspected of being impregnated with lymphatic girders and local debris, which may require a thorough examination and removal". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, black particles in the surface of the shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: d.9., h.3., h.6.